Event description:
During a face lift while using a bend-a-beam, the pt received a 3rd degree burn to the face. The pencil was not saved. The burn now 02/21/2000 is about a cm and is healing nicely and the pt is happy. This event involves the bend-a-beam and the electrosurgical unit, a system 6400. Ref reports 1720159-2000-00011 and 1720159-2000-00012.